Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower doors 1 and 2 failed, and the system displayed a device not detected on bus error message.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that no doors were functioning on the station. The field service engineer (fse) replaced the drawer controller card as part of troubleshooting; however, the issue remained. Further inspection revealed that the pyxis bus cable had been pulled out from the back of the tower. Reconnected and secured the cable. The system functioned as intended after the field service engineer repaired the device.